Manufacturer narrative:
Product analysis conclusion; it was not possible to flush the device via the sideport extension during decontamination and analysis. There was no damage to or blockage in the sideport which would have prevented flushing. There was no gap observed between the taper tip and the graft cover tip. There was no damage observed to the device which would have prevented flushing. The graft was deployed, and the delivery system flushed via the sideport with no issue noted. Graft cover ID was measured at 0.3112-inch (0 degrees) and 0.3113-inch (90 degrees), average ID measurement 0.-inch; 0.3113 specification is 0.310-0.314 inch. Digital calipers: cal # (B)(4). The cause of the flushing difficulties could not be determined through analysis. A fourteen (14) second video received from the account captures attempted flushing of the device via the sideport tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted for a >100 mm thoracic aortic dissection. It was reported that during the index procedure, difficulties to flush the device side port with heparinized saline was encountered. It was stated that the saline did not go through in after a while during the first attempt. A second attempt was performed, but heparinized saline leaked via the linkage from sideport. As per the physician, cause of the event may be device issue. No additional clinical sequalae were reported and the patient is fine.